Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. No faults found with the pump. Event history log was reviewed and the error was found multiple times. The motor was replaced as a preventative measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error message 41628 and a "preventative maintenance (pm)/ motor counter reset for tpn unit". There was no reported adverse event.